Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 141 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.